Event description:
It was reported "pump battery takes longer to charge". There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.